Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Future explant date: (B)(6) 2022. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 46-year-old caucasian female who underwent primary breast augmentation with a 375cc mentor memorygel breast implant experienced right sided rupture resulting in a distorted appearance post procedure. As a result, an explant is planned for (B)(6) 2022.

Manufacturer narrative:
The impacted product was received by the failure analysis lab on (B)(6) 2023. Additional information was received with receipt of the device. In addition to the right sided rupture reported initially, the patient also experienced bilateral ptosis. This report relates to the right prosthesis. See (B)(4) for contralateral prosthesis report. Replacement with 300cc mentor memorygel breast implants was performed with explant. The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2023. Device evaluation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured and received incomplete. In addition, shell abrasion was observed outside of the rupture. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear on the anterior aspect, measuring approximately 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4)

Manufacturer narrative:
Additional information was received on november 29, 2022. The explant date was clarified to be december 8, 2022. Manufacturer¿s reference number: (B)(4).